Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Event description:
Procedure: spleenectomy. According to the reporter: upon containing the specimen, the bag got detached from the ring. The green ring had not been touched by the user. A transparent part dropped on the surgical field and was retrieved.